Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had dislodged. Lead was capped and replaced on (B)(6) 2016. Patient was stable before, during and after the procedure.